Manufacturer narrative:
The neuroblate system instructions for use contain laser safety warnings as risk mitigations for this event: section 4.3, general warnings: "laser eye protection provided with the neuroblate system must be worn in the MRI scanner room during operation of the laser". Section 4.6, laser safety warnings: "ensure the laser fiber connections are made correctly. Improper connections may lead to equipment damage or operator injury." Section 4.7, inspection, cleaning, disinfection, sterilization: "prior to use: carefully inspect all system laser cable/umbilical connections to ensure they have all completed the "two-click" connection, i.e., plug is pushed into mating connector so that one click at partial (half) insertion and a second click at full insertion." No harm was observed in this event, and the event description provided by the clinical specialist indicates that these instructions for risk mitigation were followed. Therefore, these risk mitigations remain effective. The device was returned, examined, and was confirmed that the laser fiber of the pcm was thermally fused at the e2k-to-e2k connector on the probe laser fiber's connection side. Production records show that the device was assembled and functionally tested per required specifications.

Event description:
During an ablation procedure, it was reported that the portable connector module (pcm) to the laser connection thermally fused during the procedure. The first trajectory was completed and the damage occurred into the second trajectory. A back up pcm and back up probe was used, and the procedure continued without issues. There were no patient complications reported in relation to this event.